Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding issue was most likely use related, the angioseal deployment broke the perclose suture as per the clinical description provided.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The us complainant placed a cp to support an elderly patient with mitral valve (mv) disease and coronary artery disease who declined coronary artery bypass graft. The pump allowed for the mv percutaneous coronary intervention and was then explanted after just over 2 hours. The explant did not achieve hemostasis as planned for with the perclose, so an angioseal was additionally placed. The angioseal deployment broke the perclose suture. The team held pressure and eventually had to deploy a balloon via the contralateral leg to achieve hemostasis. No blood products were needed. The patient survived the event.